Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10. Visual examination of the provided pictures identified that all the implants show signs of use as foreign materials coat the surfaces of the implants. For the tibial implant, the posterior rim of the implant is worn down. As the implant was not returned further evaluations could not be performed. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial surgical report: components cemented and stable on testing; no intraop complications noted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: overall fit is appropriate. Medial compartment polyethylene wear with possible fracture of the polyethylene implant. Root cause was unable to be determined. Reported event was confirmed by review of provided pictures. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Subsequently, ten (10) years and one (1) month post-implantation, the patient was revised due to grinding noises in the joint while walking and poly fracture with metal-on-metal wear noted on x-ray. All components were exchanged without complication. Due diligence is in progress for this event; to date no further information has been reported.

Manufacturer narrative:
(B)(4). D10: medical product: articular surface size green/c-h 14 mm height: catalog#00595204014, lot#ni; cr-flex pct fem g-r minus: catalog#00595001706, lot#ni. G2: foreign: australia. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2023-02958; 0001822565-2023-02959. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.